Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) sleeve port to monitor was not working so the unit was unable to display output to external monitor and upon inspection there was saline contamination as well. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was unable to display output to an external monitor due to sleeve port monitor not functioning . There was no patient involvement or harm/serious injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter and event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5, h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit and was able to recreate the reported failure. The fse was able to complete an autofill and augmentation with no issue. Traces of saline was found in the pcb front end board (0670-00-1164), the fse replaced the pcb front end board and was the device was able to return to normal function. The device met safety and functional checks. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of not displaying to external monitor. The fat performed a visual inspection and found the part to have white residue consistent with saline. Unit most likely had saline spilled and caused the fault. Probable root cause is user operational context. Retaining the part in the failure analysis and testing department per procedure number (B)(4).